Event description:
During preparation procedure when the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was removed from the introducer sheath to immerse in the physiological solution, the coil fell off. It probably fell off from the introducer sheath because it was not connected to the pusher wire. No complications were reported to have occurred with the patient during this event.